Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) an interlink system continu-flo solution set in which a separation occurred. According to the report, the tubing came apart from the port (second port from the spike at the top) while the patient was getting up out of a chair. The condition occured during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.